Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted without a new implantation. Fibrosis over the implant was reported; the user had pain on the implant side. It is unknown when the issue started.

Event description:
Reportedly the user had recurrent pain since implantation. Due to the pain the user wished to be explanted. The user has been explanted. Reportedly, fibrosis over the implant was reported.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to recurrent pain above the implant site, which is a known undesired side effect of cochlea implant surgery. This is a final report.